Event description:
It was reported that the driver was running by itself when placed on a back table away from the surgical site. The case was completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion, as well as, problems with bearings and the driveshaft. Those parts were placed along with other components. Service repaired and returned the device to the customer.